Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic for routine follow up. Upon interrogation, the pulse generator exhibited an error message display. The device was reprogrammed and resumed normal functions. The patient was doing fine.